Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, the right atrial (ra) lead was found to have been dislodged resulting in loss of capture and sensing. The ra lead was explanted and replaced. There were no patient consequences.